Manufacturer narrative:
D4. Lot number, expiration date, and h4. Manufacture date are unknown; no information has been provided to date. D4. Primary UDI number: the primary UDI # has been used as the lot/serial information is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.

Event description:
It was reported that the client was receiving scheduled trach care at home by parent. Client tugged at own trach ties (not hard enough to cause damage as client is an infant) while client dad was performing trach care and trach phalange tore. This tear resulted in trach dislodgement/decannulation which required an emergency trach change by the parent. Level of harm was minimal. Impact of incident: thanks to parents quick recognition and action, client got tracheostomy tube changed immediately after it dislodged. Client reportedly recovered immediately after the incident. Device is not available for investigation. There was patient involvement, and no harm/adverse event was reported.